Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), ectopic pregnancy with contraceptive device ("ectopic pregnancy") and genital haemorrhage ("abnormal bleeding (general)") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's past medical history included multigravida, parity 5 ( (B)(6) 2000, (B)(6) 2001, (B)(6) 2004, (B)(6) 2006, (B)(6) 2009) and knee operation. Concurrent conditions included ectopic pregnancy, nausea and knee pain. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("urinary tract infection"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), back pain ("pain / lower back pain") and abdominal pain ("pain / abdominal pain"). On (B)(6) 2015, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingectomy, surgical removal of essure). Essure was removed in (B)(6) 2014. At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device, genital haemorrhage, urinary tract infection, bladder disorder and urinary tract disorder outcome was unknown and the back pain and abdominal pain was resolving. The reporter considered abdominal pain, back pain, bladder disorder, device dislocation, ectopic pregnancy with contraceptive device, genital haemorrhage, urinary tract disorder and urinary tract infection to be related to essure. Concerning the injuries reported in this case, the following one was described in patient¿s medical record : confirming-ectopic pregnancy with contraceptive device most recent follow-up information incorporated above includes: on 22-may-2018: events- "abnormal bleeding (general), urinary tract infection, bladder problems, urinary problems or changes, lower back pain, abdominal pain, patient did not undergo essure confirmation test.", reporter added from pfs. Concomitant and historical condition added from medical record. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (underwent surgical removal). Essure was removed. At the time of the report, the device dislocation and ectopic pregnancy with contraceptive device outcome was unknown. The reporter considered device dislocation and ectopic pregnancy with contraceptive device to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), ectopic pregnancy with contraceptive device ("ectopic pregnancy") and genital haemorrhage ("abnormal bleeding (general)") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's past medical history included multigravida, parity 5 ((B)(6)2000, (B)(6)2001, (B)(6)2004, (B)(6)2006, (B)(6)2009) and knee operation. Concurrent conditions included ectopic pregnancy, nausea and knee pain. In july 2009, the patient had essure inserted. In november 2014, the patient experienced bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), back pain ("pain / lower back pain"), abdominal pain ("pain / abdominal pain"), depression ("depression") and anxiety ("mental anguish"). On (B)(6)2015, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). On (B)(6)2016, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingectomy, surgical removal of essure). Essure was removed in november 2014. At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device, genital haemorrhage, urinary tract infection, bladder disorder and urinary tract disorder outcome was unknown, the back pain and abdominal pain was resolving and the depression and anxiety had not resolved. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, depression, device dislocation, ectopic pregnancy with contraceptive device, genital haemorrhage, urinary tract disorder and urinary tract infection to be related to essure. The reporter commented: discrepancy noted as per pfs: have you had your essure (or any part of the device) removed? No. If you have not had your essure removed, are you currently planning for essure removal? Yes. Concerning the injuries reported in this case, the following one was described in patient¿s medical record : confirming-ectopic pregnancy with contraceptive device most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet received. Event added: depression, mental anguish. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), ectopic pregnancy with contraceptive device ("ectopic pregnancy") and genital haemorrhage ("abnormal bleeding (general)") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's past medical history included multigravida, parity 5 ((B)(6) 2000, (B)(6) 2001, (B)(6) 2004, (B)(6) 2006, (B)(6) 2009) and knee operation. Concurrent conditions included ectopic pregnancy, nausea and knee pain. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2014, the patient experienced bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), back pain ("pain / lower back pain"), abdominal pain ("pain / abdominal pain"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2015, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingectomy, surgical removal of essure). Essure was removed in (B)(6) 2014. At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device, genital haemorrhage, urinary tract infection, bladder disorder and urinary tract disorder outcome was unknown, the back pain and abdominal pain was resolving and the depression and anxiety had not resolved. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, depression, device dislocation, ectopic pregnancy with contraceptive device, genital haemorrhage, urinary tract disorder and urinary tract infection to be related to essure. The reporter commented: discrepancy noted as per pfs: have you had your essure (or any part of the device) removed? No. If you have not had your essure removed, are you currently planning for essure removal? Yes. Concerning the injuries reported in this case, the following one was described in patient¿s medical record : confirming-ectopic pregnancy with contraceptive device. Most recent follow-up information incorporated above includes: on 27-jul-2018: plaintiff fact sheet received. Event added: depression, mental anguish. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.